Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(4) alleging a onetouch verio pro meter was powering off during the countdown stage after the blood sample was applied to the test strip. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was powering off during use. There is no indication that subject meter caused or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive that an acute complication of diabetes occurred.